Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the lvp latch broke. Biomed reported that " the cause was from a buildup of something in the latch (inter-module). When performing preventive maintenance biomed discovered that the ¿motor strap was split in 2.¿ there was no patient involvement confirmed by biomed.